Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted on (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds. The rv lead was repositioned and placed in the left ventricular port of the new bi-ventricular implantable pulse generator (ipg). The lead remains in use. No patient complications have been reported as a result of this event.